Event description:
It has been reported by the user facility, that the jejunal tubes are allegedly developing holes that are causing the feeding to come out through the gastric port, and into the stomach. It was reported that a pt had developed lung congestion the day before the alleged failure was noticed. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident sample has not yet been received. Investigation is in-process. A f/u report will be sent if add'l info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.